Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Consumer stated they experienced loose crowns and fillings and had a filling fall out. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that the vibration of the toothbrush was too powerful and caused loose fillings and crowns, and resulted in a filling falling out.